Event description:
The valve(s) were implanted in 2002. The pt lost 300cc during their last treatment due to leaking from both buttonhole while running on the machine and expressed a lot of blood with clots from the pocket post treatment. The facility's staff stated that they confirmed that the needle was not damaged upon removal prior to discarding. According to the pt, the leaking started two weeks prior and has increased. Previously, the pt was sent to interventional radiology with no reports of abnormalities or cannula damage. The pt also reported they had an allergic reaction to the dye when they injected the first time so they had to switch to something else. The MFR.'s clinical specialist observed the cannulation procedure, and confirmed the needles were seated well and undamaged upon removal. The clinical specialist noted ten moderately blood spaked 4x4's at the end of treatment from the medial port. Blood pump speed was at 400ml/min, 260 mmhg return pressure, -200mmhg draw pressure. No appreciable change was noted in the bleeding when the pump speed was decreased. The bleeding did decrease when gentle pressure was applied to the middle tunnel area. The pt did not complain of tenderness or pain while running. The MFR.'s clinical specialist recommended a cannula exchange and further surgical evaluation with the MFR.'s territory manager present to advise the doctor and nurse. The doctor presented the pt with this option while they were on treatment with the clinical specialist present, but the pt declined intervention until after their vacation despite expressed concerns over continued exsanguination risk. No further info provided at this time.